Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
Inspection of the device found corrosion on several internal components, including the pcb assembly, the commutator cap, the top fill spring, the ratchet gear and the top battery. The pod was attached to external power supply in order to retrieve the download data, as all three batteries had low voltages. Inspection of the download data confirmed that an 0x40 alarm was generated by the pod during operation, indicating rotational sensor maximum open count exceeded. Closer inspection of the download data found that the rotational sensor transition from open to closed prematurely which resulted in the 0x40 alarm. No timeouts or drive stalls were seen in the download data. The hazard alarm was generated due to fluid on the commutator cap which caused the rotational sensor to enter a closed state instead of an open state. Fluid path and leak testing found no leaks were present in the fluid path. The cause of the internal fluid and corrosion could not be determined. It was determined that the internal fluid and corrosion resulted in the 0x40 alarm and low battery voltages. It could not be determined if the internal fluid, corrosion, or 0x40 alarm contributed to the reported communication error. The cause of the reported communication error could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone14.6 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.